Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 587 mg/dl at time of incident. Customer expressed some symptoms may be indicative of the possible onset of diabetic ketoacidosis. Customer was not in auto mode feature active and automatically adjusting insulin at time of high blood glucose even. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.